Event description:
It was reported that the pt was revised for a painful left rejuvenate hip and a pseudo tumor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.